Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that when the battery is replaced, the pump will not leave the verify screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because it may result in over or under delivery due to running the incorrect time segment.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed 08-apr-2019 with the following findings: review of the black box data and pump history from the date of the reported issue showed the data had been overwritten due to continued use of the device after the alleged issue occurred. On investigation, the pump powered on normally, successfully completed the rewind, load and prime steps and was exercised for 12 hours without duplication of the alleged issue of the pump being unable to progress past the verify screen. Investigation did not confirm nor duplicate the complaint.